Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the follow-up visit on (B)(6) 2011, a small tape exposure in the suture line was noted. There was no action taken as the patient was asymptomatic at first presentation. The patient was discharged but was re-referred with persistent urinary symptoms on (B)(6) 2012 but has declined further follow up. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the mesh exposure found during the follow up visit on 08/11/2011 was less than 1 cm. Currently, the patient still has urgency and occasional urge incontinence.